Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2025, due to report of retention issues with the processor coil. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.